Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and opening. Leak test was performed and found opening on anterior/radius. A microscopic analysis was performed which identify opening crack and puncture opening on anterior side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: a puncture opening on radius assessed to surgical damage like. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
The device has been explanted.

Event description:
Healthcare professional also reported, "particles in valve".

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Healthcare professional reported left side deflation. Healthcare professional also reported "particles in valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.